Manufacturer narrative:
On (B)(6) 2021 the customer alleged the insulin pump has critical pump error. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with cracked keypad overlay, cracked case (corner of belt clip rails) and cracked battery tube threads. Thus software was utilized and downloaded trace/history files properly and found multiple pump error 4, 49, 63, 68 in the device history due to moisture damage on electronic assembly. Device was cut open and found moisture damage on the motor assembly, force sensor, battery tube, vibrator and internal battery during the visual inspection. In summary, the insulin pump passed functional tests, including the displacement test, rewind, prime/seating, basic occlusion, occlusion, force sensor, sleep current measurement, and active current measurement. However, pump error 63 alarmed during self test due moisture damage on the motor, force sensor and electronic assembly noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. On 7/26/2021 the customer alleged the pump has critical pump error. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with cracked keypad overlay, cracked case (corner of belt clip rails) and cracked battery tube threads. Thus software was utilized and downloaded trace/history files properly and found multiple pump error 4, 49, 63 (variable 0x15), 68 in the pump history due to moisture damage on electronic assembly. Pump was cut open and found moisture damage on the motor assembly, force sensor, battery tube, vibrator and internal battery during the visual inspection. In summary, the pump passed functional tests, including the displacement test, rewind, prime/seating, basic occlusion, occlusion, force sensor, sleep current measurement, and active current measurement. However, pump error 63 alarmed during self test due moisture damage on the motor, force sensor and electronic assembly noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section e2, h8.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. Customer stated critical pump error alarm occurred during normal use. Customer stated an open book image displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.